Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿the role of aorta distal to stent in the occurrence of distal stent graft-induced new entry tear: a computational fluid dynamics and morphological study¿ luan j, qiao y, mao l, fan j, zhu t, luo k computers in biology and medicine 166 (2023) 107554 https://doi.org/10.1016/j.compbiomed.2023.107554 a.2 & a.3 average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿the role of aorta distal to stent in the occurrence of distal stent graft-induced new entry tear: a computational fluid dynamics and morphological study¿ the time frame of this study was over a two-year period. Valiant captivia stent grafts were implanted in tevar procedures in the end ovascular treatment of type b aortic dissections. The following adverse events occurred: sine no further information was provided pertaining to medtronic products